Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report #: 1213809-2019-01138, therefore this MDR should be disregarded.

Event description:
It was reported that 44 syringe 10ml ll bns experienced light scale markings which were noted prior to use. The following information was provided by the initial reporter: material no: 301029 batch no: 9080611, unknown. Event description: I am contacting you regarding your p/n 301029. We received from one of our bigger accounts for this part a complaint. The last 3 orders they received from march to july of 2019 for (B)(4) each they found syringes with blurred graduation lines. The syringes sent to our customer were from your lot nos.: 9080611: of 1,076 pcs they found 29 defected ones. Unknown lot of 2,485 they found 15 defected ones

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9080611, medical device expiration date: 2024-03-31, device manufacture date: 2019-03-21; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that 44 syringe 10ml ll bns experienced light scale markings which were noted prior to use. The following information was provided by the initial reporter: material no: 301029 batch no: 9080611, unknown. Event description: I am contacting you regarding your p/n 301029. We received from one of our bigger accounts for this part a complaint. The last 3 orders they received from march to july of 2019 for 2,500 pieces each they found syringes with blurred graduation lines. The syringes sent to our customer were from your lot nos.: 9080611: of 1,076 pcs they found 29 defected ones. Unknown lot: of 2,485 they found 15 defected ones.